Manufacturer narrative:
Device is implanted in patient.

Event description:
It was reported that in a clinical trial, a procedure was performed to treat an aneurysm in the right internal carotid artery-ophthalmic (c6 segment). The proximal portion of the subject flow diverter was unable to fully deploy against the vessel walls. The physician corrected this by using intrastent balloon angioplasty and successfully implanted the subject flow diverter without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent failed/unable to open¿.

Event description:
It was reported that in a clinical trial, a procedure was performed to treat an aneurysm in the right internal carotid artery-ophthalmic (c6 segment). The proximal portion of the subject flow diverter was unable to fully deploy against the vessel walls. The physician corrected this by using intrastent balloon angioplasty and successfully implanted the subject flow diverter without any clinical consequences to the patient.